Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 46 mg/dl at the time of the incident. The customer reported that the pump's reservoir lip ring was broken off and the pump had physical damage. The customer alleged the pump was over delivering insulin. The customer used chocolate milk to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. However, partially broken reservoir tube lip.